Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer made numerous attemtps to contact the user for additional information. No further information was received. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a "co2 poisoning" resulting in hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging "co2 poisoning" resulting in hospitalization ,dizziness,nausea,debilitating headache, loss of bladder control related to a CPAP device's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was missed to capture in previous MDR,now it is corrected and updated in this report.